Event description:
It was reported that patient underwent orthopedic salvage knee arthroplasty on (B)(6) 2012. Subsequently, a revision procedure occurred on (B)(6) 2012 due to infection after a fall. The femoral segment was removed and replaced with a cement spacer.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction."